Manufacturer narrative:
There is no suspected device failure. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. The primary author of the article was contacted by the manufacturer for additional information related to the reported complications in the article. The author indicated that the baylis nrg transseptal needle was not related to any of the reported complications.

Manufacturer narrative:
There is no suspected device failure. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. Device not returned to manufacturer.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: winkle, r. A., mead, r. H., engel, g., kong, m. H., & patrawala, r. A. (2014). Atrial fibrillation ablation using open-irrigated tip radiofrequency: experience with intraprocedural activated clotting times <= 210 seconds. Heart rhythm, 11(6), 963-968. As per this article, "complications occurred in 7 of 372 (1.9%) ablation procedures, including 2 pericardial tamponades (0.54%) both treated with pericardiocentesis, 1 groin pseudoaneurysm (0.27%) requiring surgical intervention, and 1 pulmonary embolus, several weeks postablation. Two patients had a persistent cough, and 1 had pneumonia. All complications resolved without sequelae."